Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, poor image quality issue was observed and the device was found to be non-repairable. The repair was declined; therefore, the device was not restored to the specifications. A replacement device was given to the customer. With the available information, we cannot determine the root cause of the reported and identified issues. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery, it was observed that the device did not work. During in-house engineering evaluation, it was determined that the device had poor image quality. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.